Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert. The patient was guided through changing the cd infusion set, including filling the tubing and cannula. Insulin delivery was successfully resumed, and the patient was advised to monitor blood glucose levels over the following period. The patient declined a follow-up call, stating a desire to go to bed. During this event, blood glucose levels were reported to be elevated throughout the day and could not be corrected at the time of the call. The device provided high blood glucose alerts. Non-medical assistance was provided by a family member out of kindness. No medical intervention was required. The patient reported symptoms of thirst and fatigue during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.